Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and the customer¿s infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system:.n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, during a routine medical evaluation, the patient¿s blood glucose levels were found to be reading ¿high¿ on the omnipod system, indicating levels above 400 mg/dl. The healthcare professional removed the pod and observed pus coming from the infusion site on the arm. At that point, the pod had been worn for more than 48 hours. The physician advised the patient to present to the hospital, and she was subsequently admitted. No specific symptoms were reported aside from the patient feeling unwell. The patient was diagnosed with diabetic ketoacidosis and a methicillin-resistant staphylococcus aureus (mrsa) infection. Treatment during hospitalization included antibiotics and an insulin infusion. The patient was discharged the following day, on (B)(6) 2026.